Manufacturer narrative:
Patient information was not available. No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. Definition of evaluation - conclusions - no evaluation will be performed.

Event description:
3m received information from a customer regarding a skin tear. Reportedly, following a knee surgery, the patient sustained a small longitudinal tear along the incision. The patient was returned to surgery the next day for excision of the area and reclosure of the incision. It was also reported that one application of duraprep was used and that the 3m ioban drape was applied without tension to a bent knee.